Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the surface of the device frayed/peeled.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed signs contamination, and strong wear marks. Discoloration, missing parts, or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed heavy signs of wear, a partially detached pva-coating, and a pressure mark/denting on the laser foil at the distal end of the laser tube. The pva-coating was scratched towards the distal end. The review of the manufacturing documentation of lot 15051 showed no manufacturing errors during any step of the production process. Based on the investigation performed no manufacturing related root cause could be identified. During the manufacturing process, a number of in-process controls are carried out. The performed visual examination of the product revealed heavy signs of wear, a partially detached pva-foam and a pressure mark/denting at the distal end of the laser tube. It is likely that the defect was caused by an insufficient moistening of the tube shaft and/or a kinking in the area of the laser guard foil; although this could not be confirmed.

Event description:
The customer alleges that the surface of the device frayed/peeled.